Event description:
It was reported that the patient's mako left knee was revised due to limited range of motion (20° flexion, 80° extension). A size 1 cr femur and 1x12 cr insert were revised to a size 1 ps femur and 1x10 ps insert. Surgeon did not report that accuracy of bone cuts caused or contributed to the issue. Rep provided the primary usage sheet and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.